Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a pusher wire and main coil were returned for this complaint. The coil and pusher wire arms were not interlocked. The coil was inspected, and it was found kinked and stretched. The pusher wire was inspected, and it was found kinked. No more damages were found in the returned device. Microscopic inspection of pusher wire and main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the pusher wire and main coil revealed the components were within specification.

Event description:
It was reported that the coil protruded from the catheter's tip during removal and thrombosis has progressed. The non stenosed target lesion was located in the moderately tortuous and not severely calcified internal iliac artery. Two 10mm x 50cm interlock coils were selected for use. During the procedure, it was noted that both coils became stuck in the distal part of the catheter. Furthermore, when the coils were removed from the patient's body, it was noted that the devices protruded from the tip of the microcatheter. Physician's comment was that thrombosis progressed while coil was inserted and removed to adjust the shape. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal and thrombosis has progressed. The non stenosed target lesion was located in the moderately tortuous and not severely calcified internal iliac artery. Two 10mm x 50cm interlock coils were selected for use. During the procedure, it was noted that both coils became stuck in the distal part of the catheter. Furthermore, when the coils were removed from the patient's body, it was noted that the devices protruded from the tip of the microcatheter. Physician's comment was that thrombosis progressed while coil was inserted and removed to adjust the shape. The procedure was completed with a different device. No further patient complications were reported.